Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The blood glucose level was 212 mg/dl at the time of incident. The customer also reported that drive support cap was protruded. The device will be returned for analysis.